Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin was being used during a rotator cuff repair procedure on (B)(6) 2022 when it was reported ¿the probe was inserted into the shoulder yesterday, and the electrode broke in half.¿ further assessment questioning found that the device was damaged and "the staff did not indicate that anything remained in the patient. I would have to say that no fragment was left behind, or that no fragment broke off completely from the probe". The procedure was completed with a 2¿3-minute delay and an alternate aes-90sn probe was used. The current status of the patient was reported as ¿patient is fine¿. There was no report of injury, medical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was not returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 34 complaints, regarding 36 devices, for this device family and failure mode. During this same time frame 195,703 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin was being used during a rotator cuff repair procedure on (B)(6)2022 when it was reported ¿the probe was inserted into the shoulder yesterday, and the electrode broke in half.¿ further assessment questioning found that the device was damaged and "the staff did not indicate that anything remained in the patient. I would have to say that no fragment was left behind, or that no fragment broke off completely from the probe". The procedure was completed with a 2¿3-minute delay and an alternate aes-90sn probe was used. The current status of the patient was reported as ¿patient is fine¿. There was no report of injury, medical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.